Manufacturer narrative:
The date (B)(6) 2020 is used for explant date, as the specific explant date is unknown. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2014 this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. On (B)(6) 2020 this patient was admitted to the hospital for abdominal pain. On (B)(6) 2020 a CT image revealed that the proximal end of the gore® excluder® aaa endoprostheses lost circumferential apposition, and migrated fully into the aneurysm sac causing aneurysm growth of an unknown amount. It was reported that the aortic neck appeared short, however it was unknown if the anatomy was poor prior to implant, or if dilation of the aortic neck occurred after implant. A secondary procedure occurred on an unknown date to explant the gore® excluder® aaa endoprostheses and repair the aorta. The procedure was successful and no further issues were reported.

Manufacturer narrative:
H10/11 - correction: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® excluder® aaa endoprosthesis may include, but are not limited to, stent graft migration.

Manufacturer narrative:
Additional information was provided: the physician commented he feels strongly that during the initial procedure, the gore® excluder® aaa endoprostheses was likely placed outside of IFU, and that the aortic neck continued to degenerate into a pararenal aneruysm, leading to the gore® excluder® aaa endoprostheses losing apposition to the neck and subsequently migrating distally. H10/11: added additional information. D7: updated explant date. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include, but are not limited to, severe proximal neck angulation, and short proximal aortic neck. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, stent graft migration.